Event description:
The rep states that the surgeon reported to him that there was an incident at sometime in the past where it was noted in a post-operative follow up to an arthroscopic shoulder repair, the patient had some sort of reaction at the operative area. The surgeon could not define if these were burns, reaction to the antiseptic or the bandages. As a matter of course, the facility asked to have the vapr generator examined. It is noteworthy to mention that the device has been used since the historical incident without any issue, further, there is no further information about whether or not the patient needed treatment or what their present status is.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.